Event description:
The patient was undergoing a thrombectomy procedure in the left iliac and femoral vein for a deep vein thrombosis (dvt) using an indigo system lightning flash aspiration tubing (flash tubing), an indigo system flash aspiration catheter (flash catheter), a balloon (10x40), guidewires, a microsheath, and sheaths (6fr and 16fr) in a prone position via the left lower extremity. During the procedure, an initial venogram was taken which showed extensive clot in the femoral, common femoral, and iliac venous system. The 6fr sheath was upsized to a 16fr sheath. Several passes were made in the target location using the flash catheter. A venogram showed some residual narrowing of the common femoral and femoral vein so an angioplasty was performed with a balloon catheter. A post-intervention venogram showed no residual stenosis. The vein was widely patent. The flash catheter and sheath were then removed from the patient. The procedure was completed and the patient was placed in a supine position on the stretcher. It was reported that the patient was getting ready to be extubated and began to experience oxygen desaturation and tachycardia, which became progressively worse. The patient then became hypotensive and bradycardic. A code was called, multiple rounds of medications were given, and 3 rounds of cardiopulmonary resuscitation (CPR) were performed. Two units of packed red blood cells (prbcs) were transfused. The patient was able to regain her blood pressure. The physician suspected that the patient had a pulmonary embolism, so an interventional radiologist was consulted. Once the patient was stable, she was moved back onto the table. The patient underwent a thrombectomy procedure in bilateral pulmonary arteries for pulmonary embolism using non-penumbra catheters, a non-penumbra thrombectomy system, and a sheath (6fr) via the right groin. Post-intervention angiogram demonstrated scattered bilateral segmental and subsegmental emboli. The catheter and sheath were removed, and hemostasis was achieved. The procedure was completed and the patient was transferred to the intensive care unit (ICU). It was reported that the patient's condition continued to deteriorate with maximum pressor support, and the patient was shocked twice with no improvement in status. The family decided to withdraw care, and the patient expired on (B)(6) 2025. The cec chair adjudicated shock/hemodynamic instability due to pulmonary embolism to be a serious adverse event with a probable relationship to the index procedure and a possible relationship to the indigo aspiration system.

Manufacturer narrative:
The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.